Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor alarm several times. Customer's blood glucose value unknown. Troubleshooting was performed. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. Customer¿s mother reports that they cannot hear the insulin pump even trying to rewind. Customer¿s mother reports that replacing the insulin pump as it was not working properly. The device will return for analysis.